Event description:
It was reported the patient had undergone a general surgery and a laminotomy/foraminotomy at a different spinal level on the same day as the laminotomy and lead placement for her scs system. It was reported the patient experienced a dural tear during one of the procedures. It was reported the patient was instructed to remain in a horizontal position for two days as a precaution. It is currently unknown whether the patient experienced a headache or other symptoms related to the dural tear. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.